Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it remains in the patient. The evaluation could not determine the cause of the event; however, the tack weld was found broken and the release wire was pulled back which might have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4) follow-up 1.

Manufacturer narrative:
The pushwire has not been returned for evaluation. The implant coil will not be returned as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm located in the left anterior cerebral artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil did not detach with the instant detacher. Upon pulling back on the pushwire, the coil prematurely detached with approximately 3-4mm of the implant coil protruding from the aneurysm. No attempts were made to push the remaining proximal end of the implant coil back into the aneurysm. The patient was reported to be in good condition and future treatment will be based on the review after 3 months. The patient was taking unspecified anti-clotting medication. No patient injury was reported as a result of the procedure.